Event description:
Customer reported the infusion device does not deliver the basal rates correctly, and she has experienced hyperglycemia in the 200 mg/dl range as a result. She has noticed a "gap" the infusion sets, which she attributes to the piston rod not advancing properly. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.